Event description:
Customer reported experiencing inaccuracies with the sensor glucose readings versus blood glucose readings. Customer stated that their blood glucose reading was 214 mg/dl while the sensor read 104 mg/dl. The difference between the two was noted to be nearly 51 percent. Customer stated that the sensor glucose reading graph was not trending in the same direction as the blood glucose readings. Customer's blood glucose reading at the time of the call was 214 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.